Manufacturer narrative:
The manufacturer is attempting to acquire the system controller for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 2 years post-implant, the patient was on battery support and while switching to the power base unit (pbu), one of the system controller power leads reportedly showed evidence of an electrical short and the patient panicked and accidentally disconnected the second power lead resulting in pump stoppage. The patient fainted and his wife exchanged the system controller. A few minutes later, the rescue team transported the patient to the hospital ICU, where he was monitored for the next 24 hours. The patient was reported to be doing well, but remained hospitalized for the next few days. It should be noted that one day prior to this event, the patient damaged the system controller power lead, but failed to inform anyone and did not exchange the system controller at that time as indicated in the patient handbook and instructions for use.